Event description:
It was reported that during a da vinci-assisted malignant hysterectomy and lymphadenectomy surgical procedure, the synchroseal would coagulate, but it would no longer cut. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have failed the cut function based on log review with error "cut electrodes shorted". The "seal electrodes shorted" error was also found based on log review. Both errors occur when a metallic component or object during the procedure contacts the cut and/or seal electrode during energy delivery. The instrument was placed and driven on the in-house system and passed the recognition and engagement tests. The instrument passed the energy delivery tests with various orientations of the grips and passed. The instrument passed the electrical continuity test, jaw gap verification, and grip force tests. The grip force test result is 5.718 lbs. There were no missing ceramic dots. An additional observation not reported by the site that was related to the primary failure: the instrument was found to have thermal damage to the cut electrode at the distal end. An additional observation not reported by the site that was not related to the customer reported complaint: the instrument was found to have a tear to the distal side of the jaw cover. The tear is approximately 0.2" in length. There was no missing material. The complaint was confirmed by failure analysis.